Event description:
Ultrasonic tip used to remove post (core) from tooth overheated tooth and caused necrosis of bone supporting tooth, necrosis of overlying gum tissue, and loss of tooth and adjacent tooth.